Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they have had problems for a while and an ongoing problem, and the recharger (rtm) cord has been replaced before. Pt stated they think it¿s the controller that needs to be replaced. Pt reported they must charge the ins every day since having it implanted. Pt stated they were supposed to get an MRI last week and the MRI facility did not do the MRI because of the information on the controller screen. Pt stated they are schedule to have the MRI next thursday. Pt reported the ins has not worked for the last 9 days because they are in pain and the controller was not finding the ins and the ins has been at 90% and that is not correct. Pt stated the surgeon thinks the ins is too deep. Pt stated the surgeon told them to remove the ins because its crap. Patient services (ps) asked pt to connect with the controller and controller shows ins 90%, controller 100% ps assisted pt with navigating the controller screen to the MRI mode and controller shows full body MRI eligible and pt said the MRI does not believe that information because the ins is not charged up. Ps explained the charge level for each device. Ps explained pt will need to consult with their hcp to check the ins charge level if they think the charge level is incorrect on the controller screen. Ps confirmed there is no visible damage on the rtm or controller. Ps reviewed the external devices seem to be functioning as intended. Ps reviewed replacing the controller will not resolve the issue with the ins charging every day and not getting therapy relief. Ps reviewed pt will need to consult with their hcp regarding ins charging every day and not getting therapy relief. A replacement controller was requested. Ps sent email to rep and rep stated that they spoke with the pt and that the issue as described to them was that they were getting a message regarding the remote ba ttery no longer working. She also mentioned the rtm had been replaced multiple times and they were still having technical issues. Additional information received from a manufacturer representative (rep). It was reported the patient was to set up a meeting with their manufacturer representative.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.